Event description:
It was reported by the customer that the drill was running unintentionally at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated; however, the manufacturer service technician found the device had flex strip damage. The presence of flex strip damage may cause or contribute to unintentional running. The motor assembly was replaced to address the flex strip damage before it was returned.